Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported that the avea ventilator was alarming "loss of air". The device was evaluated and found water in the transducer (xdcr) printed circuit board (pcb). The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.